Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure using an accumax 1000 fiber, when the device was removed from the package, the customer noticed there was no tip at the end of the fiber. The blue jacket of the fiber was visible. There was no damage reported to the outside packaging and there was no shipping damage. The procedure was completed with another accumax 1000 fiber without any complications to the patient, who is reportedly 'fine' post procedure.

Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure using an accumax 1000 fiber, when the device was removed from the package, the customer noticed there was no tip at the end of the fiber. The blue jacket of the fiber was visible. There was no damage reported to the outside packaging and there was no shipping damage. The procedure was completed with another accumax 1000 fiber without any complications to the patient, who is reportedly 'fine' post procedure.

Manufacturer narrative:
Visual analysis of the returned product revealed there was no exposed glass on the distal tip of the fiber. The device appears unused. Removal of 20 mm of jacketing from the fiber tip revealed that the newly exposed glass tip was fractured. Handling damage contributed to the fiber fracture.

Manufacturer narrative:
After a subject matter expert performed a visual examination of the returned product, it was determined that the fiber was broken in the package. The root cause for this complaint was deemed as supplier manufacture. A supplier corrective action (scar) has been initiated to address the issue.

Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure using an accumax 1000 fiber, when the device was removed from the package, the customer noticed there was no tip at the end of the fiber. The blue jacket of the fiber was visible. There was no damage reported to the outside packaging and there was no shipping damage. The procedure was completed with another accumax 1000 fiber without any complications to the patient, who is reportedly fine post procedure.